Manufacturer narrative:
During investigation at zoll, the thermogard xp ivtm system (sn (B)(6) failed functional testing due to an intermittent coolant issue. The root cause for the observed issue was related to a failure of the coolant block. The thermogard xp ivtm system failed functional testing due to an intermittent coolant issue. The console was opened to see inside and the green led on the coolant block was not responding. When the bottle inside the coolant block was moved, the green led lit up and the console then worked fine. However, the coolant block assembly needs to be replaced to remedy the issue and to prevent further occurrence. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).

Event description:
During investigation at zoll, the thermogard xp ivtm system (sn (B)(6) failed functional testing due to an intermittent coolant issue. No patient involvement.